Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ¿ synthes titanium multi-vector/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kuriakose, a., shnayder, y., and delacure, m. (2003) recontruction of segmental mandibular defects by distraction osteogenesis for manibular reconstruction. Head & neck, volume 25: 816-824. The purpose of this article was to discuss the principles of distraction osteogenesis in reference to reconstruction of segmentai bony defects and report its clinical application of the mandible continuity defects. The study included four (4) patients (age, 7-83 years) with critical segmental mandibular defects (range, 3.5 cm-6.5 cm), resulting from ablative oncologic head and neck surgery underwent primary mandibular reconstruction by transport distraction osteogenesis. There were three (3) females and one (1) male. The minimum follow-up time was 36 months (range: 36-48 months). A copy of the literature article is attached to this medwatch. This is report 2 of 3 for (B)(4). This report is for an unknown ¿ synthes titanium multi-vector and refers to patient 3 (male, (B)(6)) who encountered mucosal dehiscence over the posterior transport disk, which resulted in loss of the distal transport disk.